Event description:
It was reported that the user experienced inaccurate glucose readings on the ilet system, with the pump indicating hypoglycemia while the user¿s fingerstick values were in the 300 mg/dl range, and the user was unable to calibrate, prompting a switch to manual insulin injections and self-monitoring. Symptoms included hyperglycemia. Outcomes included no reported alarms and no hospitalization. Investigation included attempts to contact the user for additional details. Investigation of this case revealed that the cause remains undetermined due to insufficient information, with a potential device performance issue related to glucose measurement accuracy and calibration functionality not yet confirmed and no device component isolated. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.